Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a removal procedure on (B)(6) 2020, the tip of the stardrive screwdriver shaft was deformed while attempting to remove the screw. A different screwdriver was used to remove the screw. The procedure was successfully completed but it is unknown if there was a surgical delay. There was no patient consequence reported. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown) this complaint involves one (1) device. This report is for (1) 2.4 mm stardrive screwdriver shaft this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.451, lot: 5l20686, manufacturing site: hägendorf, release to warehouse date: 18.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.